Event description:
It was reported that the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the surgeon could not fire the device. A new device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
H6; code 400: broken firing mechanism. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's productions.